Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb ischemia. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. After the guidewire was able to cross by ipsilateral antegrade approach, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-boston scientific balloon. There were no patient complications reported and the patient was in good condition after the procedure.